Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed software error. Customer blood glucose reading was 7.7 mmol/l. Customer stated the alarmed did not happened during rewind. Bolus amount was recorded in the daily history. Error. Customer could not communicate with motor arm and main arm. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed self-test and displacement test, pump errors found in the insulin pump history (line number = 3294 and file number = 26) due to software error (tt=2252). Unit was received with minor scratches on case, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.